Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely to the clinic for a follow-up on the implantable cardiac monitor (icm) device. Review of the transmission revealed that there were 3 tachycardia episodes stored in the device. These episodes appeared to be oversensed noise as the patient's intrinsic rhythm was not affected. The physician decided to not make any programming changes. There were no adverse consequences to the patient.